Event description:
Reporter alleged that on (B)(6) 2018 around 1130, the end-user required medical intervention due to hypoglycemia. Reporter allegedly found the end-user drooling with facial droop; end-user was not able to respond to reporter's comments. End-user tested on the prodigy meter and received a result of 77 mg/dl approximately 71 minutes prior to reporter finding the end-user in current state. Reporter then contacted 911 and while waiting for the paramedics to arrive tested the end-user with the prodigy meter and received a 108mg/dl. Ems arrived approximately 8 minutes later and tested on their meter and received a 22 mg/dl. Reporter stated ems started an IV and administered "a half of syringe of dextrose" while end-user was in the ambulance. Upon arrival at hospital end-user's blood glucose was 114 mg/dl, reporter stated the end-user's blood glucose dropped again to 70 while at the hospital. End-user was given another "half syringe of dextrose" along with d10 normal saline at a rate of 100cc/hr. Reporter stated end-user was also given potassium IV that was not related to raising or lowering her blood glucose level. End-user was admitted to the hospital and spent two days. End-user's insulin levemir was recently changed prior to the event from 55 units to 60 units, which he administers at bedtime. Reporter is unaware of blood glucose level at discharge or any discharge instructions. No additional information regarding this event was provided.